Event description:
It was reported on 05/09/2000 that, "in 2000, pt had a left eye iol implant. On 04/13/2000, pt was diagnosed with a mild hypopyon and intraoculr infection. Also on 04/13/2000, pt had inflammation but cleared with intense steroid/antibiotic prescription. The doctor is unsure if this issue is lens related or not. The doctor feels the condition is stable and has given the pt an excellent prognosis. On 06/07/2000, pt had a visual acuity of 20/200."